Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had surgery to secure their ins to their muscle because the ¿box¿ was flipping. The patient further clarified that their ins had been flipping since implant and that it was not sitting right. There were no further complications reported/anticipated.